Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed a no output and no telemetry condition. A high current drain was noted when an external supply was attached. This condition disappeared during further analysis. The root cause of the high current drain condition within the hybrid circuit could not be determined.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device could not be interrogated, and there was no output or magnet response. A device check four month prior was normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.